Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair plus mesh implant (of the supraumbilical midline and umbilical hernias). He had revision surgery 22 days post-surgery. The patient experienced surgical revision, and infection.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, abscess, adhesions, open wounds, tunneling tract, positive for staph aureus, dense fibrotic scar tissue, mesh not incorporated, portion of mesh was free floating within the wound, recurrence, seroma, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and failure of mesh. Post-operative patient treatment included revision surgery, exploratory laparotomy with extensive adhesiolysis, small bowel resection, resection of infected mesh, long term antibiotics, wound vac therapy, excision of prior scar with wound edge revision, and incision an drainage of abdominal wall abscess.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, abscess, adhesions, and open wound. Post-operative patient treatment included revision surgery, small bowel resection, and wound vac.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, abscess, adhesions, open wounds, tunneling tract, positive for staph aureus, dense fibrotic scar tissue, mesh not incorporated, and portion of mesh was free floating within the wound. Post-operative patient treatment included revision surgery, exploratory laparotomy with extensive adhesiolysis, small bowel resection, resection of infected mesh, long term antibiotics, wound vac therapy, excision of prior scar with wound edge revision, and incision an drainage of abdominal wall abscess.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.